Manufacturer narrative:
A complaint analysis was performed by stryker¿s custom design team. It was stated that the implant design was created with the requested features to fit the patient's defect. The CT scan slices for the planning design showed no brain swelling. A post op scan was provided by the customer and a 3d model was generated that revealed the implant was pushed outwards laterally. The pre-op and post-op scan were compared to each other, and a slight difference could be observed. In conclusion, the peek implant was designed according and manufactured according to specification. No device problem could be found. Device implanted.

Event description:
It was reported that during the procedure, the implant did not fit as expected. The surgeon had to alter it to have the proper fit.

Event description:
It was reported that during the procedure, the implant did not fit as expected. The surgeon had to alter it to have the proper fit.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : implanted.